Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a significant increase in threshold measurements 3 weeks post implant. A lead dislodgement was suspected. The automatic capture (ac) feature was programmed on and monitoring will be continued. No adverse patient effects were reported. This product remains in service.